Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they received low battery and they changed the battery also they brought new batteries and still nothing was happened. Customer stated the display was not blank less than 30 seconds. Customer stated insulin pump had crack on battery compartment also top of battery compartment had missing piece. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.